Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-operatively, the patient heard a noise in the back. An MRI showed rod movement. A revision surgery was done to remove the loose set screw. No additional complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect has been identified at the level of the damages. The damages of the setscrew are consistent with the angulation of the setscrew inside the pedicle screw. This may happen when the rod is angled and not properly inserted into the rod canal of the pedicle screw at final tightening then pushing the setscrew on one side. In such configuration, the rod may be realigned to the rod canal direction when the patient returns to normal activities (corresponding to the "noise" described in the event) and could slip.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.